Event description:
A regular pacemaker follow-up was performed on (B)(6) 2016 and low ventricular lead impedance (288 ohms) was observed. It was noticed that ventricular lead impedance had been decreased gradually since implant day (993 ohms). Note that the physician will replace the ventricular lead if the impedance decreases to below 200 ohms.

Event description:
A regular pacemaker follow-up was performed on (B)(6) 2016 and low ventricular lead impedance (288 ohms) was observed. It was noticed that ventricular lead impedance had been decreased gradually since implant day (993 ohms). Note that the physician will replace the ventricular lead if the impedance decreases to below 200 ohms.